Event description:
Additional information received reported that the lead migrated during the patient¿s previous revision. It was noted that the doctor replaced the existing lead with a longer lead. It was noted that actions required as a result of this event included a revision and hospitalization. It was noted that x-rays were taken and reprogramming was attempted. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that patient symptoms or complications associated with the event included pain and less than 50 percent therapy relief. It was noted that the patient¿s chronic headaches returned. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that a revision of the lead was performed on 2014-(B)(6). It was noted that the patient was receiving good therapy.

Event description:
Additional information reported indicated that lead migration was determined using x-rays. The revision remained scheduled for (B)(6) 2014.

Event description:
It was reported that the patient had stimulation in the wrong location after the lead revision (see manufacturer's report #3004209178-2013-21612). The patient was feeling stimulation on the side of his head and not in the forehead where he had been feeling stimulation since the trial was done on (B)(6) 2013. The patient couldn't palpate (physically feel the lead) the lead in the forehead like usual. It was determined the lead had migrated. The patient was scheduled for surgery on (B)(6) 2014 to reposition that lead. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n407647, implanted: (B)(6) 2013, product type: screening device. Product ID: 355531, lot# n411210, implanted: (B)(6) 2013, product type: screening device. Product ID: 3550-29, lot# n383433, implanted: (B)(6) 2013, product type: accessory. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).